Event description:
A report was received that the pt has an infection at the pocket site. The pt's symptoms were swelling, fluid discharge and redness. The pt was prescribed oral antibiotics and had the sutures replaced. The physician believes the infection is related to the procedure.